Event description:
A malfunction was reported on the pump by the customer, who noted no significant events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem happened again, and the customer confirmed understanding of these instructions.